Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son was running with his dog and that the insulin pump fell out of his pocket. The patient lost the battery cap and there were cracks around the battery compartment. The patient's blood glucose at the time of incident was between 331 mg/dl and 400 mg/dl. The patient treated via manual insulin injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received without the original battery cap. However, the pump had broken battery tube threads, a corroded battery tube, a cracked case at the display window corner, minor scratches on the lcd window and a missing end cap sticker.